Manufacturer narrative:
An alarm indicative of a potential malfunction of the extension set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the 12 foot extension set and cassette which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the patient line extension and the patient line of the homechoice cassette that led to this alarm. Renal therapy services assisted with clearing the alarm and ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.